Manufacturer narrative:
Additional information: h3, h6 and h11. H11: two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted a broken occluder foot beneath the twist clamp on both samples. Clear passage testing was performed and no issues were observed. Leak testing was performed and an internal leak through a closed twist clamp was observed. There was no external leak. The reported leaks at the twist clamp was not verified. The cause of the broken occlude feet could not be determined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. One (1) actual device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the twist clamp of two (2) minicap transfer sets. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.